Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing lead damage. The right ventricular lead was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of oversensing and lead damage were confirmed. As received, a complete lead was returned in two pieces. External insulation abrasion exposing the outer coil was noted at 43.8 cm to 44.0 cm from the distal tip. The cause of the reported events was due to the external abrasion breaching the outer insulation and the exposure of the outer coil in the abrasion zone.